Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "possible blood contamination" in not able to be confirmed. The field service agent (fsa) checked the pump and could not find any sign of blood in the pump. No functional issue reported with the pump. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported via a field service report that there was possible blood contamination in the pump. The pump was on a patient but the patient was not harmed. The field service engineer evaluated the pump and could not confirm the report. Additional information received from the field service engineer stated the hospital personnel swapped the pump and finished therapy. No harm was caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report that there was possible blood contamination in the pump. The pump was on a patient but the patient was not harmed. The field service engineer evaluated the pump and could not confirm the report. Additional information received from the field service engineer stated the hospital personnel swapped the pump and finished therapy. No harm was caused to the patient.